Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. No frozen screen was noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a keypad anomaly from the insulin pump. The customer's blood glucose reading was 73 mg/dl. The customer stated that the screen is frozen, and it still has the time and battery. However, she cannot push any buttons. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer declined trouble shooting for the pump.